Event description:
Customer reportedly obtained a result of 5.1 inr on the coaguchek xs and 3.7 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.